Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) in regards to a patient who was being treated with baclofen 500 ug/ml (385.44 ug/day) and morphine 2 mg/ml (1.5418 mg/day) intrathecal therapy via an implanted pump. The brand and baclofen lot number was unknown. The pump's indication for use (IFU) was listed as intractable spasticity. The patient's medical history and concomitant medications were unknown. On (B)(6) 2015, the patient presented to the emergency room and was admitted for symptoms of altered mental status, bradycardia, and low respirations. The patient was given narcan and "woke up" in the emergency room (ER). The patient was currently in the intensive care unit (ICU) obtunded and on a ventilator. The physician was not certain if the patient had any increased spasticity. A pump refill was done approximately 3 days prior to the patient's symptoms. The hcp indicated the patient had all sorts of other medications (not specified) and everything was stopped while the patient was in the ICU. The hcp wanted assistance in programming the pump to cut the dose in half, but it was not done. Later, on (B)(6) 2015, the manufacturer representative reported she spoke with the patient's follow up physician and the current drug was the same drug and pharmacy that they had always utilized. The follow up physician did not believe this was a drug infusion issue but some other medical issues the patient was experiencing. The follow up physician indicated the pump refill occurred two weeks prior to the patient presenting to the ER. There were no drug changes or dose changes at the refill. On (B)(6) 2015, the physician lowered the dose 22% and they would assess the patient for 24 hours. Troubleshooting options were discussed and the representative would confer with the physicians. Additional information has been requested regarding the drug information, the patient's medical history and concomitant medications, troubleshooting and the event's outcome, but it was not available at the time of this report. If additional information is received, a follow up report will be sent.